Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of an (B)(6) male patient contacted zoll customer support to report that the patient had arrived at the hosp by ems. She reported that the patient was brought in for chest pains and was treated while ems was bringing him in. The patient received an inappropriate defibrillation at 19:53:40 on (B)(6) 2014. Motion artifact contributed to the false detection. The response buttons were not pressed during the entire event. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date and usage of device: monitor (B)(4): 09/2011, electrode belt (B)(4): 05/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).